Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic pelvic pain and endometriosis worsened'), autoimmune thyroiditis ('hormonal changes: hashimotos/autoimmune disorder: hashimotos'), appendicitis ('gastrointestinal or digestive system condition: appendicitis') and electrocardiogram st segment elevation ('elevated st segments') in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included celiac disease, shingles and endometriosis. Concurrent conditions included overweight, pain in thigh, bowel adhesions, ovarian disorder, pain in thigh, increased skin sensitivity, dyschezia, dysmenorrhea and paratubal cyst. Family history included hypothyroidism (mother and father.) And stroke (mother.). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), inflammation ("allergic or hypersensitivity reaction - type: unknown / allergic or hypersensitivity reaction type: inflammation"), migraine ("migraines /headaches"), headache ("migraines /headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gallbladder cholesterolosis ("gastrointestinal or digestive system condition:cholecystosis"), alopecia ("hair loss"), endometriosis ("pain chronic pelvic pain and endometriosis worsened.") And swelling ("swelling") and was found to have electrocardiogram st segment elevation (seriousness criterion medically significant) and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, appendicitis, electrocardiogram st segment elevation, inflammation, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, gallbladder cholesterolosis, alopecia, endometriosis and swelling outcome was unknown. The reporter considered allergy to metals, alopecia, appendicitis, autoimmune thyroiditis, dyspareunia, electrocardiogram st segment elevation, endometriosis, fatigue, gallbladder cholesterolosis, headache, inflammation, migraine, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 2011. Current weight 170 lbs. After completion 4 coils on right side and left side and 2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Ultrasound scan vagina - in (B)(6) 2015: normal.; on (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic pelvic pain and endometriosis worsened'), autoimmune thyroiditis ('hormonal changes: hashimotos/autoimmune disorder: hashimotos'), appendicitis ('gastrointestinal or digestive system condition: appendicitis') and electrocardiogram st segment elevation ('elevated st segments') in an adult female patient who had essure (batch no: 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included celiac disease, shingles and endometriosis. Concurrent conditions included overweight, pain in thigh, bowel adhesions, ovarian disorder, pain in thigh, increased skin sensitivity, dyschezia, dysmenorrhea and paratubal cyst. Family history included hypothyroidism (mother and father.) And stroke (mother.). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), inflammation ("allergic or hypersensitivity reaction type: unknown / allergic or hypersensitivity reaction type: inflammation"), migraine ("migraines /headaches"), headache ("migraines /headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gallbladder cholesterolosis ("gastrointestinal or digestive system condition:cholecystosis"), alopecia ("hair loss"), endometriosis ("pain chronic pelvic pain and endometriosis worsened.") And swelling ("swelling") and was found to have electrocardiogram st segment elevation (seriousness criterion medically significant) and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, appendicitis, electrocardiogram st segment elevation, inflammation, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, gallbladder cholesterolosis, alopecia, endometriosis and swelling outcome was unknown. The reporter considered allergy to metals, alopecia, appendicitis, autoimmune thyroiditis, dyspareunia, electrocardiogram st segment elevation, endometriosis, fatigue, gallbladder cholesterolosis, headache, inflammation, migraine, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 2011. Current weight 170 lbs. After completion 4 coils on right side and left side and 2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound pelvis: on (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Ultrasound scan vagina: on (B)(6) 2015: normal.; on (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: lot number added. Patient race information, reporter, insertion date, were added. Events: inflammation, swelling were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic pelvic pain and endometriosis worsened'), autoimmune thyroiditis ('hormonal changes: hashimotos/autoimmune disorder: hashimotos'), appendicitis ('gastrointestinal or digestive system condition: appendicitis') and electrocardiogram st segment elevation ('elevated st segments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included celiac disease and shingles. Concurrent conditions included overweight, pain in thigh, bowel adhesions, ovarian disorder, pain in thigh, increased skin sensitivity, dyschezia, dysmenorrhea and paratubal cyst. Family history included hypothyroidism (mother and father.) And stroke (mother.). In 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction - type: unknown"), migraine ("migraines /headaches"), headache ("migraines /headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cholesterosis ("gastrointestinal or digestive system condition:cholecystosis"), alopecia ("hair loss") and endometriosis ("pain chronic pelvic pain and endometriosis worsened.") And was found to have electrocardiogram st segment elevation (seriousness criterion medically significant) and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, appendicitis, electrocardiogram st segment elevation, hypersensitivity, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, cholesterosis, alopecia and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, appendicitis, autoimmune thyroiditis, cholesterosis, dyspareunia, electrocardiogram st segment elevation, endometriosis, fatigue, headache, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 2011. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Ultrasound scan vagina - in (B)(6) 2015: normal. On (B)(6) 2015: borderline decreased caliber of endometrial stripe, measuring 5 mm. Findings may represent endometrial atrophy. Otherwise, negative pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, endometriosis. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received: reporter information, events: hashimoto's, allergic or hypersensitivity, migraines, headaches, nickel allergy, dyspareunia, pelvic pain, fatigue, weight gain, appendicitis, cholecystosis, hair loss, elevated st segments, device monitoring procedure not performed were added. Medical history were added. Lab data were added. Essure removal date and surgeries were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.